Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, however, an investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.

Event description:
It was reported to vyaire medical that the bellavista1000 us froze while on patient. There was no information for patient harm associated with this event.

Manufacturer narrative:
H10: vyaire medical field service representative (fsr) went onsite and pulled unit logs. Logs shows that it was a fsca issue. Error is no longer reproducible. Provided biomed with 6.1 documents. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.